Event description:
It was reported that the ilet device screen was broken, preventing the user from viewing the display and changing supplies, which led the user to switch to manual insulin injections and experience elevated blood glucose values up to the 300¿400 mg/dl range, with a subsequent reading of 160 mg/dl. Symptoms included hyperglycemia. Outcomes included temporary interruption of pump therapy and need for a replacement device. Investigation included collection of user reports and request for photographic evidence of the damaged screen. Investigation of this device revealed a damaged or cracked display component consistent with a hardware failure of the user interface that impaired device usability. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to physical damage of the screen.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.